Event description:
A health care provider (hcp) reported that they visited with a patient with bilateral implantable neurostimulators (ins) with a neural target ppn. The hcp checked the inss and was a bit confused by some of the impedance readings when checking the left ins. Impedances tests were done at 1.5 v, 3.0 v, 4.3 v, 60 usec, and 30 hz. The following electrode pairs were measured to be high and greater than 2,000 ohms: c-0, c-1, c-2, and c-3. The bipolar electrode combinations has impedances within normal range. The ins was located in the patient's left chest and there was no infection or erosion present.

Event description:
A health care provider (hcp) reported that they visited with a patient with bilateral implantable neurostimulators (ins) with a neural target ppn. The hcp checked the inss and was a bit confused by some of the impedance readings when checking the left ins. Impedances tests were done at 1.5 v, 3.0 v, 4.3 v, 60 usec, and 30 hz. The following electrode pairs were measured to be high and greater than 2,000 ohms: c-0, c-1, c-2, and c-3. The bipolar electrode combinations has impedances within normal range.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient did not experience any symptoms. The manufacturer representative was contacted to do a system and impedance check of the implantable neurostimulator (ins). The results were forwarded to the patient's health care provider (hcp). It was unknown if any actions or interventions were taken and it was unknown if the issue was resolved.